Event description:
It was reported to boston scientific corporation that a polyflex esophageal stent was to be used during a stent placement procedure on a male patient in 2008. According to the complainant, "during the procedure", the delivery system collapsed and did not allow the stent to advance. They tried a few times, and it would not advance, they felt it was not safe to continue with this device. They used another polyflex esophageal stent to complete the case with no complications to the patient.

Manufacturer narrative:
The device was discarded; therefore, a failure analysis is not available and the cause of the reported event is undetermined. A review of the device history record (DHR) for the pertinent lot revealed no anomalies.